Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. Section h adverse event problem- health effect- clinical code - 2377 added as the code was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s) /device results: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 mmdx 11.5 mml x 3.5 mmpusing the radiographic template. The implant was attached to a cover screw. No defect or non-conformity was observed. Investigation results: the complained part was evaluated visually and in comparison with the DHR. Noevidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient experienced implant loss of osseointegrate within 3 weeks of implant placement, and had bone lost and infection at the implant site. No harm caused to the patient. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Published studies show that failure to osseointegrate occurs in 2 to 10% of all cases and is considered an inherent risk in implant surgery. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection. Currently, no patient's age, weight, and ethnicity/race were given. If information on the patient becomes available, a follow-up report will be provided.

Event description:
It was reported of implant loss of osseointegrate within 3 weeks of implant placement. The implant was very stable when placed, but slowly there was bone loss around the implant, and the implant fell out. Infection was noted at the implant site, but it was relieved and the site was healing after the implant was removed. The patient had no pre-existing conditions.